Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1g, intraperitoneal, every 3rd day, ongoing) and amikacin (70mg, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis event was also manifested by abdominal pain. The patient was discharged seven days after hospital admission. The patient was treated with ceftazidime (500mg, intraperitoneal, once, one day only) for the event. On an unknown date, antibiotic therapy was discontinued and the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.